Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA(B)(4). On (B)(6) 2017, an fse visited the account and checked the open injector valve for clots. They performed a drain flush to remove air from the lines and the pressures returned to normal. The customer ran qc and verified the results. The instrument was operational. There was no further action required by fse. The most probable cause of the reported event was air in the line.

Event description:
On (B)(6) 2017, a customer reported errors 102 high pressure and 150 grad sensor with their g8 analyzer. They received the error after the filter was replaced with normal maintenance. They also tried rebooting from the main breaker. The errors persisted. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting a1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.